Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a temperature alarms. There was no impact to the customers blood glucose level. Reportedly, the temperature alarm would not clear. It was indicated that the customer would use insulin pens as alternate insulin therapy.